Event description:
The pt reportedly experienced a decrease in performance with his internal device. Programming changes were attempted however, this did not resolve the problem. The pt was explanted. The pt was re-implanted with another advanced bionics device.